Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device's front panel board was replaced to address the issue.